Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: broken shell, opening crack. Leak test was performed and found opening on radius and opening crack on diaphragm valve. A microscopic analysis was performed which identified opening crack, opening striate on radius side. Based on the device analysis the final assessment is: a striate opening on radius assessed as surgical damage and a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve."